Manufacturer narrative:
The reported events of premature discharge of battery and longevity anomaly were not confirmed. The device was received from the field with battery voltage above elective replacement level. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical and mechanical analysis performed under nominal settings indicates normal functionality. Further evaluation at various pulse amplitudes measured normal current levels and no indication of premature depletion noted. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during a follow up in clinic, the device was found with battery voltage estimated to be about 3 months. At the previous interrogation, approximately 6 months earlier, the longevity estimation on the battery was 1.5 years. The physician suspected premature battery depletion. The device was explanted and replaced to resolve the event. The patient was in stable condition.